Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported an infection was present at the ipg site. Patient was prescribed antibiotics. Patient is to follow-up with physician as the next course of action.

Event description:
Additional information received indicates that the issue has been resolved.